Manufacturer narrative:
The issue was identified before use on pt, and as such, there is no pt injury associated with this complaint. The product has been sent to the o.e.m. For add'l analysis. Once the investigation is complete, a supplemental report will be provided to the FDA. (B)(4).

Event description:
It was reported that they were unable to flush the sheath. The sheath's inner cannula had an occlusion.